Event description:
It was reported that during the procedure to treat a mid to distal right coronary artery, an unknown balance middleweight (bmw) guide wire tip separated. Multiple attempts were made to remove the tip, however, it could not be removed. A stent was implanted partially in the aorta to embed the tip in the artery wall. A rotation atherectomy catheter was used to complete the procedure. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.